Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name: d10: concomitant medical product: tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm, lot: 1252951. Zimvie received one (1) portion/fragment of the unknown zimmer screw for evaluation. Visual evaluation of the as returned devices identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician error, or patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that an implant at tooth site # 1 was removed due to a fracture at the implant collar. The patient came in to the clinic to have the crown tightened, and upon inspecting the area, the doctor found the implant head fractured. Upon investigation, a fractured screw identified inside fractured implant. This report refers to screw fracture event.